Event description:
Marked bleed/incipient rupture in lt. Pt is a 64-yr-old white female, g1p1, status post implantation of bilateral subglandular inframammary gels for augmentation 1n 1975. No history of trauma, had closed capsulotome early and once few yrs later other wise no history of trauma. Also complained of systemic problems, arthralgias/myalgias, sweats, fatigue, sicca, rashes, neurocognitive problems, hair loss, gi/gu problems, etc. Pt otherwise healthy. Exam shows bilateral grade iii contracture. Surgery on 9/14/94 shows marked bleed clouding minimum yellowing with moderate capsules, lt contracted and small calcium deposits, weight 230 gram, moderate histiocytes.